Event description:
It was reported that the right monitor went blank on the 9800 system during boot up. No patient was involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep requested that the biomed engineer reseat the cables and ckt. Bds. In the monitor cart. The system operates as intended.